Event description:
Additional information received revealed that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Session records were reviewed by technical support indicating a charge time out alert had occurred. Device explant was suggested to resolve the issue. Additional information was requested but not received.

Manufacturer narrative:
Additional information: the reported event of extended charge time was confirmed. The device¿s high voltage capacitors were analyzed and one of them was found to have high leakage current. The long charge time was caused by the anomalous high voltage capacitor.